Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 5 required maintenance. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the bumpers were either missing or damaged. Because of this, the bearing retainer moved out of its proper position that caused the ball bearings to come loose and fall out. A field service engineer (fse) replaced broken retractor band and damaged slides. The system functioned as intended after field service engineer repaired the device.